Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an extended hyperglycemic event with blood, glucose around 400 mg/dl after a supply change, and the user observed insulin leaking in the ilet cartridge chamber; discussion indicated the user connected the infusion tubing to. The cartridge before inserting the cartridge into the ilet, which can compromise cartridge seating and sealing. Symptoms included hyperglycemia. Outcomes included no hospitalization or emergency treatment. Investigation included complaint intake and user interview regarding use and handling. Investigation of this case revealed a probable leak at. The cartridge interface associated with user technique during setup, consistent with a device use issue affecting the cartridge component and resulting in inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user technique and connection/setup error leading to insulin leakage and underdelivery.